Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to conducted atrial fibrillation. Programming changes were recommended. Physician will also change af medication. No further information available.